Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Explanting physician reported capsular contracture, baker grade iii. The device remains implanted with views for explantation. This record relates to the right side.